Event description:
The patient underwent lasix eye surgery using the wavelight ex-500 (alcon) machine on (B)(6) 2021. It was later discovered that the l eye setting were used on the r eye. At this facility, this is considered a wrong site surgery and is a sentinel event that is reportable to the joint commission. The equipment issue is centered around a pop-up screen that displays on the lasix machine that says, " patient bed position does not match with selected eye!" With the options of retry or continue. These buttons are small and though they are different colors, it is easy to confuse them. The ophthalmology technician clicked continue which resulted in the wrong setting being used on the patient eye. Although the built in safeguard is there to prevent this, there is only one and we are suggesting that a possible second safeguard could be if the continue button is pressed that an additional pop-up display to ensure the technician wants to continue. This additional safeguard can act as an additional check and balance to prevent wrong site surgeries.